Event description:
According to the distributor's report, the adhesive was inadvertently instilled into the pt's eye during a facial laceration closure. The physician was instructed to apply ophthalmic ointment to help facilitate opening of the eye. No further is reported.